Event description:
A customer contacted baxter technical services (bts) regarding assistance with a system error 2240 alarm during dwell 3 of 4 on the homechoice machine (hc). The technical service representative (tsr) confirmed with the hp that no bags came undone. The tsr assisted the hp to clear the alarm by turning the hc off and on. System error 2367 alarm occurred. The tsr assisted the hp to turn the hc off and on to get to press go to start. The hp elected to finish therapy with a manual bag. The hp contacted baxter on (B)(6) 2012. The hp stated this was an isolated event. The hp stated they did not develop any adverse reactions or need any medical intervention. The hp stated that after starting over with new supplies no further issues were found. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation could be performed. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed. Based on the information gathered during baxter?s investigation the root cause of the report was undetermined.